Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead extraction. The rv lead was experiencing high capture thresholds and high pacing impedance. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of high pacing threshold and high pacing impedance could not be confirmed. A partial lead was returned in two pieces. Electrical and x-ray testing did not find any conductor fractures or internal shorts. Unable to perform the lead impedance test due incomplete lead in two pieces. Visual inspection found no anomalies except for those consistent with procedural damage.